Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose of 439 mg/dl and insulin pump did not alert when blood glucose reached 240 mg/dl. Customer was alerted on predict alert and was advised that it was off. Customer declined troubleshooting.